Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the pump black box showed evidence that the patient was using basal program 1 and basal program 4. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours at a 2.0 unit per hour rate and the pump correctly reflected 48 units delivered in the total daily dose history; no issues or alarms occurred during the exercise. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose up to 25 mmol/l with increased thirst, urination, nausea and pain under ribs associated with an allegation that the pump was not delivering insulin appropriately. During troubleshooting of the event, the reporter indicated that the pump¿s recorded basal history did not match the pump¿s programmed active basal rate. This report is made based on the allegation that the patient experienced hyperglycemia related to inaccurate insulin delivery.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.